Manufacturer narrative:
A device history record (DHR) review was conducted. According to the DHR reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. No further anomalies were identified. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on DHR review. A complaint history examination indicates there were no other complaints for the reported issue. One probe was returned for evaluation. The sample was visually inspected and deemed to be conforming. An aspiration test was performed and deemed nonconforming. Bubbles were observed coming out of the aspiration line, but not from the probe port. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. No resistance was present when the inner cutter was removed from the needle. The o-rings were seated properly and were not visually damaged. The probe was pressurized and submerged in fluid to the port and needle holder, with bubble still being generated at both positions. The probe was submerged in fluid down to the level of the probe¿s vent hole and no bubbles were generated. The bonding of the coupling and extension area was examined by manufacturing and there were no bonding issues present. Air was supplied into the probe engine and no leakage was present for the engine assembly. No air leak was detected in the aspiration line when the line was pressurized. The complaint evaluation does confirm the probe did have an aspiration failure, with air entering the aspiration line. The root cause for the poor aspiration could not be determined from this evaluation. The most likely cause for air leakage is normally from an o-ring being out of position/pinched or a bonding issue with the cutter/coupling extension. The examination of the probe did not find a problem with either of these probe assembly areas. This evaluation was unable to find a root cause for the poor aspiration for this probe. No specific action with regard to this complaint was taken because the reason for the complaint issue cannot be determined from this evaluation. While the poor aspiration is not desirable, the surgery was able to be completed with no patient harm. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Poor aspiration would have been identified during the aspiration testing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that air entered the aspiration line when running the product at 7000 cuts per minute/650 mmhg and that this caused a decrease in aspiration efficiency. The surgery was completed without product replacement. There was no report of patient harm. Additional information and product sample have been requested.